Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a cartridge with 420 units, and received an accurate fill estimate of over 200 units of insulin in the cartridge. The customer's blood glucose level was 600 mg/dl, and was addressed with a correction bolus.